Event description:
An opthalmic surgeon reported that there was a leakage from the cassette during a cataract-vitrectomy procedure. The surgery was completed after replacing the product with another. There was no harm to the patient. Additional info has been requested.

Manufacturer narrative:
A product sample was requested; however, it has not yet been received by the manufacturing site. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).